Event description:
It was reported during in clinic follow up that the atrial lead exhibited noise and failure to capture. The implantable cardioverter defibrillator and right ventricular lead exhibited a history of sensing, impedance and capture variations. Imaging revealed no physical anomaly. The system was explanted and successfully replaced. The patient was stable and asymptomatic.